Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pressure test (high pressure), experienced a door sensor not working and did not alarm load set. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem of "issue: failed pressure test, high pressure," was not reproduced. The reported "door sensor not working, did not alarm load set," was reproduced as a system error 320. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the failed pressure test, high pressure, was determined to be the downstream sensor was out of specification. The force sensor requires calibration to address this issue. Evaluation inspected the device and found that the upper and lower latch switches were not functioning as intended. It was determined that the cause of the reported "door sensor not working, did not alarm load set," was the upper and lower latch switches, and the upper and lower auxiliary assembly required replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.